Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the insulin pump was unable to vibrate during self test due to faulty connection on the interface board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he called the paramedics and was hospitalized due to high blood glucose. The blood glucose reading was 660 mg/dl at the time the paramedics arrived. Customer stated that he and his son believe that the insulin pump is not giving all the insulin indicated. Troubleshooting was performed, and the insulin pump appears to be programmed correctly. Nothing further was reported.